Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the reported complaint; however, dented/damaged wires of cable assembly were observed which may have caused a functional issue. The occluder module utilized with the reported complaint was not sent in for evaluation. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer.

Manufacturer narrative:
Updated blocks: b5, d10 and h3. H3: 81- evaluation is in progress, but not yet concluded.

Event description:
Additional information received that an alternative device was employed and there was no delay in the procedure.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to verify the issue. The main cable assembly was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head did not work. The tubing was manually clamped. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.